Manufacturer narrative:
Device received with detached end cap and cracked reservoir tube lip. Unable to perform displacement test due to detached end cap. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the bottom of the insulin pump fell off. Customer's blood glucose level was unknown. Customer was not sure how the damage happened. Customer reported that the customer was disconnected from the insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.